Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that out of range issues occurred intermittently between the transmitter and pump for an indeterminate amount of time, with no continuous glucose monitor (cgm) sensor readings. Additionally, it was reported that the customer experienced a low blood glucose (bg), specific bg value was not provided, that resulted in a seizure. The contact declined to further troubleshoot with tandem technical support; therefore, no additional information could be obtained and the root cause of the low bg was unable to be determined. Reportedly, customer reverted to manual injections for insulin therapy.